Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The harmonic ace instrument was analyzed and found to have one blade broken near the base. A piece approximately 0.076" x 0.367" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation. Image provided was reviewed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: it appears that the blade was missing.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, user noticed that the harmonic ace instrument was fractured. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the blade was broken off/detached from the instrument. There were no fragments that fell into the patient. The instrument was removed and replaced with a backup of the same kind. The surgeon suspected that the damage was due to the quality of the instrument. The instrument did not collide with any other instruments or other hard materials.